Event description:
During an ablation procedure, it was reported when the temperature rose over 48°c which was the cut off temperature. The generator interrupted the ablation. The physician tried it again and the temperature rose again and the generator interrupted the ablation. The physician pulled out the catheter and charring was observed on the proximal part of the distal electrode. The physician cleaned the tip and continued with ablation. Procedure was completed without any patient consequences. Due to the catheter condition, this is now a MDR reportable event.

Manufacturer narrative:
(B)(4). It was reported that during ablation with the smart touch catheter on the septal wall of the left atrium the temperature raised over 48 °c. The generator interrupted the ablation. The physician tried it again and the temperature raised again and the generator interrupted the ablation. The physician pulled out the catheter and there was charring on the proximal part of the distal electrode the returned device was visually inspected upon receipt and it was found in normal conditions. No char was observed. Per the event, the catheter was tested for electrical performance, temperature response and stockert compatibility and it was found within specifications. In addition, an irrigation test was performed and catheter passed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint cannot be confirmed.

Manufacturer narrative:
(B)(4).